Event description:
It was reported that the device could not be interrogated via rf telemetry. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.